Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and valiant stent graft was implanted in a patient during an unknown aortic endovascular procedure. It was reported approximately 1 year post the index procedure, the patient presented to the ER. A CT scan identified a type ia endoleak and ruptured aaa. The patient expired on the day the of the rupture. Per the physician the cause of the endoleak rupture and death is undetermined.